Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks as the discriminator of the device did not withhold therapy for supra ventricular tachycardia (svt). The patient is on drug therapy and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).